Manufacturer narrative:
Concomitant medical products: product ID: 8870bbu01, serial# unknown, implanted: n/a, explanted: n/a, product type: software. Other relevant device(s) are: product ID: 8870bbu01, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 2000 mcg/ml at an unknown dose via an implantable pump. The indication for use was not provided. It was reported that the patient experienced baclofen overdosing symptoms. Initially the physician assumed a pump malfunction but log data of the pump revealed no anomalies. Reportedly it turned out that during a former visit of the patient ¿probably¿ wrong dosing parameters were programmed to the pump due to a programming handling error that could not be retraced. The pump was programmed to a lower dose and the issue was resolved. No further complications were reported or anticipated.